Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead revision was planned due to observed oversensing episodes, reduced sensing, increase in impedance and an exit block on rv lead. During lead revision procedure, loose lead connection was noted. When physician fixed the lead into the header, impedance decreased to original value, sensing remained low and threshold was increased. Lead was explanted and replaced. Electrical values with the new lead were good. Patient's condition was stable before and after the procedure.